Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside of the device and passed. No motor error alarm noted during our testing. The insulin pump passed displacement, rewind and basic occlusion. The insulin pump has cracked reservoir tube lip, minor scratched display window, broken battery tube threads, cracked case at the display window corner and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while trying to rewind their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer could not troubleshoot the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.